Event description:
Healthcare professional (hcp) reported a patient was injected with 2 ml in cheeks, 0.5 ml in perioral area, and 1.5 ml in the neck of skinvive¿ by juvéderm®, with 2 ml in the cheeks of juvéderm voluma® xc, with 2 ml in the infraorbital hollow of juvéderm volbella® xc , and with 1 ml in the nasolabial fold and prejowl sulcus of juvéderm® ultra plus xc. Patient was also injected with botox and restalyn during the same time. Patient has been taking atorvastatin, losartan, and lyrica concomitantly. Hcp noted that patient developed inflammatory nodules on the neck only after the injections. Two days later, hcp treated patient with hylenex and fluorouracil in the left-side peri-medium neck area. Five days later, an additional round of hylenex was administered to the same area. The hcp reported improvement in the treated left side while the untreated right side remained unchanged. The hcp mentioned they are continuing treatment with intralesional hylenex/5fu injections and have completed two rounds. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.